Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06125. It was reported both of the pt's leads were not providing the pt with adequate coverage. Both leads were explanted and replaced with a single lead. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.